Event description:
It was reported that while performing a generator replacement, the surgeon received "lead impedance greater than 10,000 ohms" with high impedance when performing system diagnostics on a model 103 generator. The surgeon then reinserted the pin and performed another system diagnostics, but the message was received again. The surgeon then used the test resistor and performed a system diagnostics on which everything was ok. It was then suspected that there was likely a lead problem and full revision surgery was performed. Product was returned to the manufacturer and is currently undergoing product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.